Event description:
My husband used a pump device for erectile dysfunction three days before he suffered a very very bad stroke and then, bled on top of the stroke. This was the one and only time he had used the device! He had been walking 2 1/2 miles most every day and had lost weight on purpose. He was an active person who would go fishing anytime invited. He took care of me for 9 months while I was healing from a broken leg/ankle! He fought valiantly to stay alive for 13 days. He gave up the fight at 2pm in the afternoon. I didn't think to share this info with his drs. At the hospital - I didn't put 2 and 2 together until recently---I wouldn't be surprised if other men die from using this device. I remember how stressful it was for him to use it and how he exerted himself. I have told the manufacturer - via phone - of my suspicions. I hope this device will be pulled from the market place before any more faithful husbands die from trying to recapture their youth! Diagnosis or reason for use: erectile dysfunction.